Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed to be an internal leak located in the fibers of the dialyzer. The leak occurred within 10 mins of treatment. Test strips were used to confirm the leak. The machine did alarm. Estimated blood loss was 200cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. Sample is available for manufacturing evaluation and has been requested.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.